Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -18.0/3.5/101 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2024 the lens was explanted due to lens opacity cataract (ns). The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).